Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the patient's side on (B)(6) 2016. Patient's mother reported that the patient has experienced reactions using the dexcom since (B)(6) 2015. Reactions are red and 50% of the time they get infected. Affected area was treated with triamcinolone acetonide cream usp 0.1%, prescribed by the patient's doctor on (B)(6) 2015. At the time of contact, the patient was well. No additional event or patient information is available. No product or data was returned for investigation. However, a photograph of the skin reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.